Event description:
Complainant alleged that during a routine shift check by a clinician, the device was not able to analyze a simulated heart rhythm. Complainant indicated that it appeared that the device was unable to detect the simulator. Complainant indicated that there was no pt involvement in the reported malfunction.